Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had severe pain at the pump site that began on approximately (B)(6) 2014. A dye study and rotor/roller study were done. They planned to explant the pump and catheter on (B)(6) 2014. The patient status was reported as ¿alive-no injury¿. The device was delivering prialt/ziconotide. It was later reported that the explant was postponed due to a uti (urinary tract infection). Additional information has been requested, but it was not available as of the date of this report.